Manufacturer narrative:
(B)(4). Date of event: on an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was hospitalized for an unrelated indication when the peritonitis diagnosis was made. The cause of the peritonitis was unknown. Treatment for the peritonitis event was unknown. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged. On an unknown date in the same month this report was received, dianeal and extraneal therapies were stopped and the patient started in-center hemodialysis therapy. The patient was recovered from the peritonitis. No additional information is available.